Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 3.8, lab: 3.1. Time between testing was 30 mins.

Manufacturer narrative:
Investigation pending.